Event description:
The end user reported while transporting a patient on the chair, a screw allegedly fell out from the seat assembly area. The alleged issue did not affect the ability to complete the patient transport and there were no associated injuries. An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation. The alleged issue was confirmed and new hardware was installed on the chair and the chair was returned to service.